Manufacturer narrative:
(B)(4). If explanted; give date: not applicable. There is no indication at the time of this report that the lens has been explanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zcb00 intraocular lens (iol) was implanted in patient's left eye on (B)(6) 2013 and a zct225 iol was implanted in patient's right eye on (B)(6) 2013. The patient is concerned about two different iols as she has astigmatism in both eyes. The patient experienced severe halos, glares and starburst more with the left eye. Patient has not been able to drive since implantation, therefore affecting her daily activities. Doctor has prescribed drops to alleviate her symptoms but it has not helped. No further information was provided. This report represents the lens implanted in patient's right eye. A separate report is being filed for the lens implanted in patient's left eye.

Manufacturer narrative:
Visual inspection was not performed as the lens has not been returned to the manufacturer. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data showed the lens was within specification in terms of optical and cylinder power and resulting contrast. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.